Manufacturer narrative:
This is a correction to address the explant date. There is no explant date due to the lead being capped. The capped lead remains in body.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture at maximum output. The lead was capped and replaced. The patient was in good condition post procedure.